Event description:
It was reported that the ventricular thresholds had increased. The device was initially reprogrammed to maintain safety, but the lead was later explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.